Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and pain, however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2012, the patient underwent surgery for repair of ventral hernia. A non-bard/davol mesh was implanted to repair the hernia defect. The patient underwent a recurrent ventral hernia repair on or about (B)(6) 2015. Upon entering the abdomen, the surgeon noted there were extensive adhesions between the small bowel and the mesh. The bowel could not be separated from the mid-portion of the mesh. The surgeon also noted a recurrent ventral defect. A bard/davol ventralight st, was implanted in an attempt to repair the recurrent hernia. It is alleged that the patient experienced severe pain and discomfort, which has impaired patient's activities of daily living. The patient continues to suffer complications as a result of patient's implantation of the mesh products. Attorney alleges past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by the patient. It is also alleged that the patient experienced physical pain, emotional distress, mental anguish and also that the device was defective.